Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
The following was reported: no image, unable to see through, out of the box failure. No negative impact to patient or user.

Manufacturer narrative:
New information received from the customer march 27, .2025. The customer reported that the scope arrived damaged inside the set case, with no vision. Since it is now confirmed that this was an out of the box/damaged upon receipt failure and there was not risk of using the product during a procedure, reportability decision is updated. According to the event description there is no information that the event caused a harm or serious injury to patient, user or third. Since the risk analysis is based to patient, user or third party. In conclusion this is not a reportable event. This event is filed under internal complaint ID (B)(4).